Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing. The technical support specialist (tss) dialed into the server and checked the server. The tss then informed the customer that the patient admit date was set to june, while the patient had actually been admitted around september and advised to reach out to the admission, discharge, and transfer team for issue resolution. The customer agreed with the findings. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not crossing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.